Event description:
Healthcare professional (hcp) reports a system error 2240 alarm in drain 3 of 5 during treatment on the homechoice machine while in the hospital. At the time of the alarm the hcp noticed that the home pt's (hp) pt line extension was disconnected from hp's transfer set. Treatment was discontinued, the homechoice set was discarded and the hcp used the same solution bags to restart a new treatment. The next day hp was transferred to a different hospital with an admitting diagnosis of depression and was subsequently diagnosed with peritonitis. Hcp is unaware if hp was exhibiting signs and symptoms of peritonitis at the time of admission. Hp's course of treatment is unknown and hcp states hp has a history of inappropriate disconnections during the therapy related to confusion.